Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a high level of ketones identified as dangerous by healthcare professional. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.